Manufacturer narrative:
The lens is not available to be returned for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that related to the reported issue. Based on the info available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that the intraocular lens was "not completely in the bag in the left eye". It was also reported that the pt had a myopic outcome and secondary intervention might be performed. No further detail of the event could be obtained.